Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen became cracked and progressively unresponsive after the device fell from a loose belt clip, resulting in difficulty using the device and the need for replacement. Symptoms included no injury. Outcomes included temporary interruption of ilet therapy and the user reverting to an alternative insulin therapy. Investigation included remote triage, photographic review of the damaged screen, and verification of device identification and shipping details. Investigation of this case revealed physical damage to the display consistent with accidental drop impact; the device exhibited reduced touch responsiveness and usability attributable to a cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.